Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator received inappropriate anti-tachycardia pacing and shocks in two different episodes. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported.